Event description:
It was reported the insert is twisted and the coating is damaged. A chocks ceramic is missing (broken).

Manufacturer narrative:
(B)(4): the device was reviewed by quality engineer, who noted the insert is twisted and the coating is damaged. A chocks ceramic is missing (broken). It is most likely this damage occurred during use or reprocessing (cleaning) of the device.